Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements high out of range above 130 ohms. A request was submitted for technical services (ts) to review this case. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.